Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented in clinic for routine device check. Upon interrogation, the right ventricular lead exhibited noise. Pocket manipulation was able to reproduce noise. The lead was explanted and replaced. The patient remained asymptomatic throughout the procedure. The patient was fine post operation.